Manufacturer narrative:
The investigation confirmed that a higher than expected vitros tsh quality control result was obtained while using a vitros 5600 integrated system. A review of historic quality control results determined that the vitros 5600 system was operating as expected at the time of the event. A definitive root cause for the event could not be determined. However, a tsh reagent lot issue cannot be ruled out as contributing to the event.

Event description:
The customer obtained a higher than expected vitros tsh quality control result while using a vitros 5600 integrated system (0.822 miu/l vs. Expected result 0.68 miu/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur with patient samples. No discrepant tsh patient results were reported to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).